Event description:
The customer reported obtaining erroneously low sodium (na) and potassium (k) ion selective electrode patient results on their dxc700 au clinical chemistry system (p/n b86444 s/n (B)(6)). There was no injury death or delay/change in treatment or diagnosis related to this event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) determined that inadequate maintenance of the sample and buffer syringes, is the probable cause of the issue as syringes exceeded their recommended usage period. As per instructions for use b71495.af: beckman coulter recommends replacing syringes every 400,000 cycles. Replacement of syringes every 400,000 cycles provides continuous and reliable syringe performance without unexpected system down-time. The customer will replace the syringes to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).